Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The pd nurse mentioned that it could possibly be due to contamination; however, the patient denied a break in aseptic technique and further stated that he would prepare bags with heparin in advance and place them back in the cover bag. The patient was not hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (doses, frequencies not reported). It reported that, the patient was retrained on proper aseptic technique. On an unreported date, the peritonitis was resolved, the patient was recovered from the event and at the time of this report, dianeal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.